Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Manufacturer report number 1627487-2020-01899. It was reported that one of the patient's existing lead extensions would not lock to an existing drg lead during a pocket revision on (B)(6) 2020 (reference reg report: 1627487-2020-01555). In turn, the existing lead extension was explanted and replaced to address the issue. It is unknown which lead extension is related to the issue. Therefore, all the suspected devices are being reported.